Event description:
The product was implanted in 1983. The product was explanted because an aneurysm was observed in the left external iliac artery. Please investigate the explanted product and take electron microscopic photographs of the product. The doctor wants to know why the aneurysm was formed. Non sealed grafts was chosen as the upn for reporting purposes as the upn is currently unk. The reason it was selected over sealed grafts was hemashield grafts were not introduced to the market until 1983.

Manufacturer narrative:
Being investigated. Awaiting product return. Additional info has been requested. Should such info become available, it will be included in a follow-up report.